Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on an unknown date in 2019 and barbed suture was used. The suture broke during use. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). An empty labeled winding former, a needle and suture of product code sxpp1a301 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification for suture remnant and it was observed that the remnant slightly protrudes from the needle hole. Marks on edge needle that appears to be by use of a surgical instrument were observed. The suture was examined, and the extreme was cut that appears to be by use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According the sample condition, the assignable cause of breakage suture suggest an improper handling of the sample.